Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implant procedure. During surgery, cardiac tamponade with effusion and perforation occurred. Open heart surgery was performed. There were no further patient consequences reported.

Event description:
New information noted that during the surgery, the ventricular leadless pacemaker (lp) exhibited high capture thresholds after fixation that required repositioning.